Manufacturer narrative:
Date of event estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had wires that surfaced and protruded through their skin, and as a result to avoid an infection surgical intervention took place on (B)(6) 2022 where the whole system was explanted to address the issue. The patient had no signs of infection was prescribed antibiotics.

Manufacturer narrative:
It was reported to abbott, that patient had a full system explant on (B)(6) 2022. Both leads, anchors and generator were all explanted. The physician found wire in the generator pocket site had surfaced and protruded through the skin, to avoid infection he removed the system. The patient has no signs of infection at the time and was placed on antibiotics prophylactically. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.